Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the hospital due to high blood glucose (bg) levels of 28.9 mmol/l (520.2 mg/dl) high ketones and vomiting, while wearing the pod on the leg between 4 and 24 hours. Upon removal, it was noticed that the cannula had dislodged from the infusion site. A manual insulin injection using a pen was administered and a new pod was applied. No treatment was given at the hospital as the patient had been treated at home.